Event description:
Same case as # 2029214-2006-00006, another echelon 10 was used and it was reported the shaft of the catheter broke during insertion into the guide catheter. The physician used a hyperglide balloon to inflate in the guiding catheter then withdraws the balloon together with the micro catheter out of the pt. No complications were reported to have occurred with the pt as a result of this event.